Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a medlink error occurred when trying to pull medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medlink error occurred when trying to pull medications. A technical support specialist had dialed into the station and found that the kpi's were within the normal range, netbios was already disabled, and the maintenance service was running. A medlink error occurred when trying to use the remote queue workflow. However, the user was able to remove meds after the incident, and the issue was not reproducible. The system functioned as intended after the technical support specialist troubleshot the device.